Event description:
It was reported that after turning flap the attachment was removed and fell out and parts were all retrieved but came up missing after being transported to biomedical engineering. It was also reported that there was no broken pieces of the reported product remain inside the patient's body and procedure was completed with backup product(s).

Manufacturer narrative:
H3: product analysis: evaluation determined that all components were missing except for the body and tube. The attachment was disassembled and the c-clip groove (machined into the tube) imaged under the r <(>&<)>d microscope. No damage or visible issues could be identified on the groove although some disassembly damage was visible on the proximal face of the tube. The c-clip groove was inspected by iqc and all dimensions were found to meet print. The likely cause of failure is due to the c-clip disengaged from the tube allowing the internal components to escape. The exact cause of the c-clip disengagement could not be determined since most components were lost, but the two most likely possibilities are incomplete install of the c-clip or a defect with the c-clip itself. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.